Manufacturer narrative:
A review of the manufacturing documentation associated with this lot 17274308 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
An ipsilateral approach was made with a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion and a saber rx 4 mm 4 cm 155 was delivered to the lesion for pre dilatation. However it ruptured at 12 atmospheres (atm) during its second, 30-seconds inflation. Therefore it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded in the hospital and will not be returned for analysis. The patient¿s information and patient¿s vessel level of tortuousness was unknown. The target lesion was the left superficial femoral artery. The lesion seemed to be heavily calcified. The rate of stenosis was high. Additional information has been requested.

Event description:
An ipsilateral approach was made with a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion and a saber rx 4 mm 4 cm 155 was delivered to the lesion for pre dilatation. However it ruptured at 12 atmospheres (atm) during its second, 30-seconds inflation. Therefore it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. There was no reported patient injury. The product was clinically used and it has been discarded in the hospital and will not be returned for analysis. The patient¿s information and patient¿s vessel level of tortuousness was unknown. The target lesion was the left superficial femoral artery. The lesion seemed to be heavily calcified. The rate of stenosis was high. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The product looked normal when removed from its packaging. The indeflator was an a non cordis product. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The balloon inflated normally. The maximum inflation pressure was 12atm. The product was removed intact (in one piece) from the patient.

Manufacturer narrative:
The following sections have been updated accordingly: section b5, section g4, section g7, section h1, section h6, section h10. A saber rx 4 mm 4 cm 155 was delivered to the lesion for pre dilatation; however it ruptured at twelve (12) atmospheres (atm) during its second, 30-seconds inflation. Therefore it was replaced with a new non-cordis balloon catheter. The procedure completed successfully. There was no reported patient injury. The patient¿s information and patient¿s vessel level of tortuousness was unknown. The target lesion was the left superficial femoral artery. The lesion seemed to be heavily calcified. The rate of stenosis was high. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. An ipsilateral approach was made with a non-cordis guiding sheath. A non-cordis guidewire crossed the lesion. There were no kinks or other damages noted prior to inserting the product into the patient. The product looked normal when removed from its packaging. The indeflator was a non cordis product. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The balloon inflated normally. The maximum inflation pressure was 12atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested the device was not returned for analysis. A device history record (DHR) review of lot 17274308 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (heavily calcified with high stenosis rate) most likely contributed to the reported event since calcified/resistant lesions can damage a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.